Event description:
It was reported that during a CT scan, the filter was found tilted with one leg into the cava vein (close to the aorta). The filter was successfully removed using the recovery cone, but the retrieval intervention was complicated and lasted 6 hours.

Manufacturer narrative:
The device history records were reviewed and it was confirmed that the lot met all release criteria. Upon inspection of the returned sample, the filter appeared to have some tissue in the apex and on one of the hooks. Otherwise, all the filter arms, legs/hooks were present and intact. Heat was applied to the filter and the filter took shape. The filter was measured; all measurements taken were within specifications. The result of the investigation is confirmed for malposition/tilting, based on x-rays reviewed. Root cause is unk. Based on the info available, unable to confirm if perforation occurred. The current IFU (instructions for use) for this device states: complications may occur at any time during or after the procedure. Potential complications include, but are not limited to: perforation or other acute or chronic damage of the ivc wall.